Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced inflammation ("inflammation"), back pain ("lower back pain"), arthralgia ("hip pain") and myalgia ("sore muscles"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered arthralgia, back pain, inflammation, medical device removal, myalgia and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, weight gain. Pain in hip,inflammation,low back pain,muscle soreness quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content, new event received inflammation, low back pain,muscle soreness, pain in hip reporter added. On 21-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.